Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump did not vibrate when reservoir was low and empty. Customer's blood glucose was unknown. During troubleshooting, insulin pump failed self-test and did not vibrate or beep. Insulin pump was set to vibrate. Customer did not have another battery for testing. Customer was advised that insulin pump would need to be replaced.